Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl while the insulin pump was showing that they were having blood glucose of 109 mg/dl. The customer stated that they treated the low blood glucose with candy and the blood glucose went over 199 mg/dl. The customer stated that they gave correction by bolus for the blood glucose over 199 mg/dl. The customer's blood glucose was 152 mg/dl at the time of call. The insulin pump will not be returned for analysis.